Manufacturer narrative:
The device was available for evaluation. It was reported that metal debris was found when tightening the right side set screw of a cross connector after insertion of screws and rods. The patient was a 76 year old female who was instrumented for an l3-5 posterior lumbar fusion on (B)(6) 2024. The metal piece from the cross connector was discovered during this initial surgery and the debris was reported to be recovered at the time of surgery. Additionally, the cross connector was removed and replaced with a new one during the same procedure and post op imaging confirmed all of the metal debris was recovered. Images of the affected cross connector were provided that showed minor wear to the connector body with a rolled thread start on the male connector. The set screw from the male side of the connector was dissociated from the body exposing the threads. The threads of the set screw were observed to be rounded and partially stripped with a portion of the second thread peeling away from set screw. Visual inspection of the parts found to have consistent wear as featured in the provided images. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a metal piece was found during a surgery. It was removed, and nothing was left in the patient post operatively. This event occurred in japan.